Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 300 mg/dl and the sensor glucose was 200mg/dl at the time of the incident. The customer reported that the event the previous day. Later the customer¿s blood glucose was 172 mg/dl and the sensor glucose was 100mg/dl. Insulin delivery was suspended at 100mg/dl with 3 arrows down. High blood glucose was treated from the pump. The customer turned sensor off, on no active insulin and stable sugars on and tried to calibrate, calibration accepted, but still large differences. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.